Event description:
This (B)(6) pt was weaned from cardiopulmonary bypass (cpb) w/o issue and there was no indication of any oxygenator or other component failure during the 119 min cpb period. After cpb, per normal practice, protamine was given to reverse the effects of the heparin. The pt became hemodynamically unstable and had to urgently be returned to cpb approx 20 mins later. The pt was re-heparinized prior to cpb with resultant activated clotting time (act) of 529 seconds. On re-emergence of cpb, the oxygenator was functionally well with partial pressure of oxygen in arterial blood (pao2s) of greater than 158 mmhg at a fraction of inspired oxygen (fio2) of 70 percent. An intra-aortic balloon pump (iabp) was placed during the second cpb period to support cardiac status and a 200 mg dose of methylene blue was given due to hypotensive events. About 1 hr into this 2nd cpb period, both the arterial and venous blood suddenly became very dark. There were no signs of gas supply issues and no indication of circuit or oxygenator clotting. The cardiovascular team suspected an oxygenator failure and elected to wean from cpb quickly so that anesthesia could ventilate the pt. The pt was weaned from cpb and 15 mins later, pao2s exceeded 300 mmhg. Return to cpb was not needed. The surgical procedure was completed, as scheduled, and the pt was transferred to intensive care unit (ICU) per normal practice. The following morning, the pt was awake, alert, and responsive to commands. There was no indication of neurologic harm. The iabp was removed on (B)(6) 2013. The pt was extubated.

Manufacturer narrative:
Terumo has rec'd the actual device; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).